Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The urgent care provider determines that there is no infection but still prescribed with oral antibiotics to the patient. The doctor also confirms that the insertion site is healing well and no infection. No further investigation is required.

Event description:
On (B)(6) 2019,senseonics was made aware of an incident where patient got medical treatment for discomfort in her arm and visited urgent care after sensor insertion.